Manufacturer narrative:
The user reported being hospitalized due to inaccurate dosage. Inspection of the log files found no evidence of the bolus calculator not functioning correctly. No log files from the date of occurrence were found, so the days before and after the date of occurrence were analyzed. The audit file shows a 1.2 unit bolus was delivered on 2022-12-04. The log file on that date and time shows a carb change in the bolus calculator, and a total suggested bolus of 1.2 units. The bg reading of 74 mg/dl and the user provided carbs of 27g resulted in the 1.2 unit bolus calculation. A bolus calculator test was performed by inputting the same variables above and the results was the same, a suggested 1.2 unit bolus. Various carb entries and bg readings were input into the bolus calculator and the suggested calculation was observed to increase and decrease as expected based on the values entered. Inspection of the log files also show the user attempted to exceed the maximum bolus after the suggested bolus was calculated. The system functioned as intended by not allowing the user to exceed the maximum bolus. The system functioned as intended, correctly suggesting insulin based on the user's settings and the carb values and bg values entered by the user.correction to d(4): sequence number changed from unavailable to 010401-00998.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported bolus calculator issue. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient had been hospitalized due to inaccurate dosage.